Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The biomedical technician purged the moister from the iabp, performed testing to factory specifications, and returned the iabp to clinical service. There were no parts replaced or returned for further evaluation.

Event description:
During patient use, the customer reported that, the cs100 intra-aortic balloon pump (iabp) displayed an error code of "blood back" due to condensation in the tubing. The iabp was replaced with another iabp to continue therapy. There was no patient injury or adverse event reported.